Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent undersensing of the atrial lead during atrial arrhythmia episodes which may have caused misclassified episodes. No programming changes were required. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6935m55 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent undersensing of the atrial lead during atrial arrhythmia episodes ca using misclassified episodes. The lead remains in use. No patient complications have been reported as a result of this event.